Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 481 mg/dl. It was unknown that customer use auto mode feature at the time of high blood glucose event. Customer stated insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Contacts on battery cap were not missing nor damaged. Customer stated display was return after restart. The insulin pump will not be returned for analysis.